Manufacturer narrative:
A review of sentinel events indicated that this reported malfunction is MDR reportable. The report is being filed approx 2 weeks after the 30 day time frame. The sample is not being returned. When the investigation report has been completed, a supplemental report will be filed.

Event description:
It was reported that "both cups came off the shaft in pt while attempting to deliver uterus. Both cups were removed and balloon remained on the shaft." No pt injury reported.